Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. Removed the sensor plug and inspected the plug assembly. Sensor state 5 is an indication of normal sensor termination and full wear by the user. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results and experienced feeling sick and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who obtained a blood glucose of 240 mg/dl, on an hcp meter, and administered an insulin (dose/type unknown) injection for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results and experienced feeling sick and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who obtained a blood glucose of 240 mg/dl, on an hcp meter, and administered an insulin (dose/type unknown) injection for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.